Manufacturer narrative:
Upon completion of the investigation it was noted that the cutting edges were damaged. These parts exhibit visual evidence that both devices likely came in contact with a hard object to cause the amount of damage seen on the cutting edges. When tested, the drills passed the functional test. There were no issues noted on the drill with engagement and/or disengagement when functionally tested in the controlled room utilizing the codman 1,000 rpm air driver. All production testing and record review for these finished good lots were found to meet the specified requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The rep reported that the perforator either plunged and/ or the end came out of the driver during use. No report of injury was communicated.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.